Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the duodenum during endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the clip was grasped, and an attempt was made to deploy it by gripping the handle, but it did not detach. Due to the weak grip, the entire clip could be retrieved when it was pulled. The procedure was completed with another mantis clip device. There were no further patient complications reported as a result of this event.